Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve was cleaned.

Event description:
The hospital reported that tidal volume was not as expected. There was no report of patient involvement.